Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced cerebrospinal fluid leak (csf leak) during permanent implant on (B)(6) 2018. Patient also experienced nausea and vomiting. The patient had a procedure on (B)(6) 2018 to treat the leak (csf leak was repaired) and a lumbar drain was implanted to ensure no csf leak was present. Also, physician used grafting tissue and sutured the wound. Reportedly, csf leak was resolved with surgical intervention.